Event description:
The facility reports the patient was being transferred from the bed to the wheelchair when the hook on the sling snapped in half. The patient fell back onto the bed. No injuries were reported.